Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the user pulled the wire guide gently, it stretched. Another company's device was used instead to complete the procedure. There were no known adverse consequences to the patient reported as a result of this event.